Event description:
It was reported that a home patient experienced a connection issue from the patient connector of a minicap extended life pd transfer set. It was further described as "dark blue part came apart". This occurred during use of devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue from the patient connector of a minicap extended life pd transfer set. It was further described as "dark blue part came apart". This occurred during use of devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b5 and h6 (medical device problem codes and component codes). H6 (medical device problem codes): add a1204 (omitted on initial). H6 (component codes): add g04070 (omitted on initial). B5: it was reported that a home patient experienced a connection issue from the female connector (previously reported as patient connector) of a minicap extended life pd transfer set and patient line of a cassette. The issue was further described as, the transfer set would not disconnect from the patient line of the cassette and while trying to disconnect, the dark blue female connector separated from the main body of the twist clamp on the transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: one actual sample was received for evaluation with a white luer adapter attached to the female connector. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported separation of the female connector from the main body was verified. The cause of the condition is related to inadequate solvent application to the set during manufacturing. During testing, the white adapter was hand removed from the female connector, therefore the reported connection issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.